Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/20/2021. The following information was requested, but unavailable: lot number? According to the feedback of the sales representative, all the above answers are unknown. What instruments were used to grasp the needle? Where was the needle grasped during use? Was the procedure completed successfully? Were there any patient consequences? If yes, please specify. Will be product returned? If yes, please provide a return date and tracking information? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4): device not returned. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent attempts are being made to receive additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot number? What instruments were used to grasp the needle? Where was the needle grasped during use? Was the procedure completed successfully? Were there any patient consequences? If yes, please specify. Will be product returned? If yes, please provide a return date and tracking information? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
It was reported that the patient underwent a parotidectomy under general anesthesia on (B)(6) 2021 and the suture was used. During procedure, when the lesion was removed and sutured, the needle broke. Another like device was used to complete the procedure. Additional information has been requested.